Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The service engineer found technical error codes indicating disabled valves and communication error in the device logs and replaced the control printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to the customer for clinical use after software update and passed functional tests. The control pcb was returned for further investigation but no device logs were received. A visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator but simulated use tests did not reproduce the described customer issue. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The reported problem was not reproduced during the investigation why the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).